Event description:
Healthcare professional reported a "left-side rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on radius side assessed as fold flaw opening. Additional observations: stress mark observed. Creases were observed. Wear abrasion observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a "left-side rupture." Device has been explanted.